Event description:
Reporter called to report an adverse event pertaining to the ams-700 device by boston scientific. After undergoing implantation surgery on (B)(6) 2019, the patient developed guillain-barre syndrome the following month, in (B)(6) 2019. As a result, he suffered severe pain in his left testicle and experienced lasting loss of sensation in his legs and feet, which he has been told is permanent. Reporter stated that the symptoms were caused by excessive amount of fluid in the device. The ams-700 was ultimately explanted on (B)(6) 2022. While the removal led to an overall reduction in symptoms, some pain in the left testicle still persists, though less severe than before. Through his own research, the patient discovered that the device had been the subject of lawsuits and recalls.